Event description:
A pt who has end-stage renal disease and has been on hemodialysis had a right thigh av shunt implanted for dialysis access. Two weeks post-operatively, the pt returned to the o/r for procedure depending on operative findings. During the procedure, it was noted that the graft had disrupted just distal to the arterial anastomosis. A portion of the graft was still attached to the artery. Upon completion of evacuationg the hematoma, the graft could not be brought into close proximity to the artery for anastomosis. Because of this, a 6mm gore-tex graft was sutured to the artery, then an end-to-end anastomosis was conducted between the two grafts.